Event description:
The device was used during a video assisted thoracic surgery procedure. Reportedly, the staples did not form properly and the instrument was difficult to open causing tissue trauma. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.